Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd syringe experienced safety mechanism failure. The following information was provided by the initial reporter: no one was injured, but the nurse it happened to had a needle stick last year from one of these same syringes. At that time she didn¿t keep the needle. This time she brought the needle to me, and I could see the needle was still out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the unspecified bd syringe experienced safety mechanism failure. The following information was provided by the initial reporter: no one was injured, but the nurse it happened to had a needle stick last year from one of these same syringes. At that time she didn¿t keep the needle. This time she brought the needle to me, and I could see the needle was still out.